Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 45 (driveshaft not at "home" position after power-on/restart) and ua18 (max take-up revolution exceeded). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 45 (driveshaft not at "home" position after power-on/restart) was confirmed during archive data review and functional testing. The root cause of the ua45 advisory message was the malfunctioning integrated encoder gearbox, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in march 2017 and is over 7 years old. The reported complaint that the autopulse platform displayed user advisory (ua)18 (max take-up revolution exceeded) was confirmed in the archive data but was not confirmed during functional testing. The archive data review showed multiple ua45 and ua18 advisory messages around the customer's reported complaint date, confirming the reported complaint. The ua18 advisory was not replicated during functional testing. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 18 is an indication that autopulse has detected that either the patient's chest (manikin) is too small while sizing the patient/manikin (take-up) or that there is no patient/weight on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/manikin and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform failed the initial functional testing due to the (ua) 45 displayed upon powering on. The encoder drive shaft was rotated to "home" position to clear the error. However, the platform displayed the (ua) 45 error messages several times during the run-in tests. The integrated encoder gearbox was determined to be malfunctioning and must be replaced to address the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).